Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker went from a battery status of 7 years remaining to 4 years remaining 1.5 years later. Analysis of device memory noted an increased percent of atrial fibrillation (af) in addition to an increased percent of pacing. Boston scientific technical services (ts) discussed the battery depletion was consistent with increased pacing and af. This product remains implanted and in service. No adverse patient effects were reported.